Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco lobectomy procedure, when the doctor tried to fire on the blood vessel, the device was locked and could not fire. A new cartridge was used to continue the procedure. There was no patient injury.